Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6)2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 31-mar-2018, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt called back stating they were getting the ins removed on (B)(4) because they were experiencing burning in the middle of their back on the nerves where the paddles were on their spine. The pt was also getting headaches that don't go away; the pt could not get rid of the pain in their back where the components to their spine were. They also had a wire that went over their spine that stuck out and hurt. The issues started over a year ago. Additional information was received from the patient via a patient representative. Caller reported the ins was going to be explanted because it stopped working. Pt reported that she has been having problems with the middle of her back that started in (B)(4)2021 and she felt like it may be related to the ins. Pt stated she was having pain in the middle of her back, pain between her shoulders and she feels tingling. Pt stated the "wire feels like it is sawing her spine" and protrudes way out. Pt reported their healthcare provider wanted to replace the ins because it wasn't working.